Manufacturer narrative:
Additional in d8, h3, h6 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced small/ large gear claws, front cover, rear case, left/ right handles, barrel clamp, tube drive, sleeve drive, wiper seal, latch module, actuator knob, flange gripper/ retainer and right iui. Performed calibration. A review of the device history record for sn4051425 was performed, which showed the device had a manufacture date of 20jun2004 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device claw was broken or damaged. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device claw was broken or damaged. There was no patient involvement.